Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 3:30am, the patient woke up and started throwing up. He was pale, experienced headache and his legs were hurting and he didn't have good stability. The parent checked the phone, it was showing brief sensor issue, wait up to 3 hours message. The parent also saw the tandem pump infusion set was unattached from his body. She checked his bg reading and it was high but couldn't remember the value. They called the doctor who advised them to change the sensor and go to the hospital. In the emergency department, the patient was treated with insulin, advil, and IV drips. The patient was administered treatment before he encountered diabetic ketoacidosis (dka). He was discharged the same day and was doing okay during the time of the report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and brief sensor issues was not found within the investigation window however a related failure was found. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Data analysis will not confirm the alleged complaint or determine a probable cause. Sensor error under one hour was found in connection to the reported allegation. Data investigation shows finger stick read 379 mg/dl, and blood glucose meter read 70 mg/dl on (B)(6) 2025 at 5:04 am. This equates to parkes error grid zone "d". The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, " data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined." H2 correction.